Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) reported a possible infection. Compatibility guidelines were requested for an MRI. It was reported that the incision site was red with drainage. This was considered a sudden change in therapy/symptoms. The patient was implanted for non-malignant pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the rep reported that a surgery was to be done on (B)(6) 2016 where they will attempt to clean out the patient's wound. It was noted that another rep would be present at the surgery.